Manufacturer narrative:
The field service engineer (fse) noted that the event occurred in channel 1 of the module. He inspected the channel and found that the sipper probe was partially clogged. He replaced the sipper probe and the pinch valve for flow path switching. He also applied grease to the vertical movement axis of the reservoir. He conducted performance tests and qc with acceptable results. Approximately one week later the customer had another questionable high cortisol result. The specific result was not provided. On the fse's second visit, he received abnormal low signal and mixing cell (mc) condition alarms from the module. He then replaced the pinch valves in the affected channel. After service, no further issues were reported by the customer.  The investigation determined that the event was caused by defective pinch valve(s) on the measuring cell (mc) of channel 1.

Event description:
The initial reporter received a questionable elecsys cortisol ii result for one patient sample tested on a cobas 8000 e 801 module. It is not known if the initial result was reported to the patient or the medical personnel. The initial result was 8.19 ug/dl. The first repeat result was 63.3 ug/dl. The second repeat result was about 8 ug/dl. The reagent lot number and the expiration date were requested but not provided.